Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that care groups lost their configuration and they were no longer getting pop-up alarms in other rooms. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.